Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located moderately calcified and moderately tortuous left circumflex artery(lcx). A 2.00mm x 15mm maverick² balloon catheter was advanced for dilation and was initially inflated at 12atmospheres. However, on second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a 2.0x15mm non-bsc balloon catheter. No patient complications were reported. Patient status was good.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4).

Manufacturer narrative:
Returned product consisted of a maverick2 balloon catheter no packaging or other devices. The catheter was inspected tactilely and under magnification. There was contrast in the inflation lumen and blood in the guidewire lumen. The hypotube and shaft were kinked in multiple places. Examination of the balloon revealed a longitudinal balloon tear 18mm long with the inner protruding from the tear. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located moderately calcified and moderately tortuous left circumflex artery(lcx). A 2.00mm x 15mm maverick balloon catheter was advanced for dilation and was initially inflated at 12atmospheres. However, on second inflation at 10 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a 2.0x15mm non-bsc balloon catheter. No patient complications were reported. Patient status was good.